Event description:
Received information stating customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.